Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cages were explanted because they didn't get purchase in the lower vertebral body causing the pt to experience leg pain. The hosp has reported the pt's condition is satisfactory.